Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the photograph provided by the customer was evaluated. It was not possible to identify/confirm the reported issue from a picture evaluation due to the quality and projection of the image. The complaint issue "cosmetic issues" was not identified during photograph evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded monofocal intraocular lens (iol), a scratch was identified on the optic. The scratch was observed in the slit image during the postoperative examination and light scattering due to the scratch was confirmed. It was also reported that there was no indication that the plunger rod scratched the iol during setting. There was no resistance while turning the preloaded device plunger. There was no patient injury reported and no other medical intervention was required. Account indicated that the cartridge was not scratched and no issues were observed while preparing the device with healon ophthalmic viscosurgical device (ovd). The lens remains implanted. No further information was provided.